Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
Trial name: crd_1059 - vista registry it was reported on (B)(6) 2024 that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 7f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. The sutures of two perclose devices were successfully placed. The sheath was upsized to a 14f sheath and the tavi procedure was completed. Reportedly post procedure, the perclose devices functioned as intended, but failed to achieve hemostasis. An additional non-abbott device was used to achieve hemostasis. A computed tomography scan found a hematoma at the access site and the patient was hospitalized. On 11/17/2024, bleeding was noted, which caused progressive anemia. A blood transfusion was performed to treat the bleeding, anemia, and hematoma. On 11/19/2024, the patient recovered. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the part and lot number were not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The patient effects of hematoma, anemia and hemorrhage are listed in the prostyle instructions for use (IFU), as potential adverse events associated with use of the suture mediated closure devices. Based on the information provided, a definitive cause for the reported failure to achieve hemostasis could not be determined. Factors that contribute to failure to achieve hemostasis, include, but not limited to, user technique (poor or partial tissue capture, air knot). The patient effects and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.